Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under her left breast. There was no alleged device malfunction contributing to the irritation. Patient's nurse cleaned wound, applied an ointment and bandaged the wound. Patient was prescribed another ointment by physician and was told that the lifevest could be removed. Follow up indicated that the wound is healing.